Event description:
The wife of the pt stated that the pt's blood glucose has been as low as 23 mg/dl and has read "hi" on his blood glucose monitor. The wife could not remember when these events occurred. The pt's symptoms of low blood glucose are pale, sweaty, and dazed. The wife stated that the pt "drops really fast" and she gives him orange juice and feeds him to elevate his blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.